Event description:
It was reported during implant interrogation revealed failure to capture and dislodgement on the right ventricular (rv) lead. During the procedure the patient blood pressure dropped, and the implant was abandoned. The physician elected to explant the rv lead and abandon the implant of the rv lead. The patient was in stable condition.